Manufacturer narrative:
The fse replaced inner gantry cover and verified system functions properly. System passed all functional testing after part replacement and was returned to service.

Event description:
A medtronic field service engineer (fse) reported that he was inspecting the o-arm and noticed that the door was having issues opening and closing. The inner door cover is worn and needs to be replaced. Issue did not occur clinically. No patient present.